Event description:
An intermittent critical pump alarm occurred on (B)(6) 2011, and was confirmed via telemetry. The alarm was in regards to a motor stall. Pump logs revealed multiple motor stalls and recoveries since the day. The last motor stall had not recovered, and was further noted as being constant. Electromagnetic interference was denied by the reporter. On (B)(6) 2011 the pt experienced withdrawal, and was hospitalized. It was indicated that there was or will be a pump/catheter replacement procedure. The pt's pump contained compounded baclofen (700 mcg/ml, 125 mcg/day). Additional info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).